Manufacturer narrative:
(B)(4). This complaint was confirmed. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This issue is being investigated through CAPA. The root cause for the report of use error-breach in aseptic technique, which resulted in peritonitis was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(6) and is a spontaneous consumer report from the (B)(6) of feces on catheter transfer set coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, feces was found on the patient's catheter transfer set. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was feces on catheter transfer set. Dianeal therapy was ongoing. Treatment information was not reported. The patient was recovering from the peritonitis. The outcome for the event of feces on catheter transfer set was not reported. An opinion of causality was not reported. There was no allegation of a product malfunction.

Manufacturer narrative:
(B)(4). The following additional information was obtained from the patient's nurse on 22dec2011: the patient was in a nursing home when he developed cloudy effluent. The patient's wife noted feces on the transfer set while she was visiting with him. The patient's caregiver was setting up the homechoice therapy, but the nursing home staff was connecting and disconnecting the patient during therapy. The patient was hospitalized on (B)(6) 2011 with peritonitis. The patient was initially started on cefepime IV in the emergency room. Infectious disease was consulted and the patient was started on zyvox IV. The patient was also being treated with vancomycin ip for two weeks as prescribed by the nephrologist. There was no exit site or tunnel infection. The nurse stated the event of peritonitis was caused by touch contamination. The patient and his caregiver were retrained on aseptic technique. Per the rn, a baxter representative has been providing training to this particular nursing home on use of the homechoice device. There was no allegation against any baxter devices or solutions. Sample not available.